Event description:
It was reported the patient experienced a shocking/jolting sensation. It was reported the patient felt a shocking sensation throughout her body and it didn¿t matter if her stimulation was turned on high or low, it was always the same sensation. It was reported the patient experienced a loss of therapeutic effect. It was reported the onset of symptoms was about 3 months ago. It was reported that stimulation ¿seemed to have stopped working¿ in the past 3 months. It was reported it ¿seems to go on and off.¿ the patient had not been in contact with a physician regarding her device. It was reported that the patient¿s implantable neurostimulator (ins) was dead and the patient needed it replaced. Additional information received reported the ins started to go dead starting a couple months ago. It was reported the ins worked great and helped with pain, but the patient was told the ins would go dead in about 7-8 years, and it was implanted in (B)(6) 2007. It was reported the patient programmer was communicating with the ins. It was reported the ins felt like it was trying to get energy, and shocked the patient. It was reported the patient felt shocking about a month ago. No falls were reported. The ins reportedly kept losing its charge. It was reported the ins used to last 6-8 weeks and now the patient had to recharge once a week. It was reported the patient saw a low battery message and she thought she saw a ¿call your doctor¿ icon but could not remember. Additional information received reported the manufacturer representative would get in contact with the patient and find a physician for her.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4).